Event description:
The user no longer had benefit from the device. The user was re-implanted with a cochlea implant.

Manufacturer narrative:
The direct impact or excessive mechanical stress caused by the reported trauma is most likely the root cause for the final wire breakage. Micromovements over the years may have contributed to the wire breakage. Other damages found during investigation are attributable to the removal surgery. Reportedly the user was already not satisfied with the benefit received from the device prior to the trauma and re-implantation was already being considered before this occurred. After the trauma the user was confirmed to be out of criteria. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did no longer have benefit from the device.